Manufacturer narrative:
Device model number and lot number were not provided.

Event description:
A patient had a couple of centimeters of adhesive and one set of plastic posts peel up off the incision. A couple of stitches were required.